Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "there were patients who were removed the device due to implant breakage, and the patients had symptoms of human adjuvant disease such as bii with silicone leaking out at the time of implant breakage". This is for an unknown side. The device has been explanted.